Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, b.5, d.6b, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported for left side "rupture", "altered contour: focal bulge", "periprosthetic liquid". The device remains implanted. Patient reported "possibility of implant rupture due to inflammation, confirmed by MRI".